Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering bolus. Customer's mother stated son had an episode of a migraine and seemed really high. They did put temporary basal on and doubled boluses but it did not bring the blood glucose down. Customer's mother stated that the report showed only 1 bolus was given that whole day and so it seemed insulin pump did not deliver previous boluses. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible under delivery anomaly caused high bg's found on (B)(6) 2021. Device passed the self-test, displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and occlusion test. No unexpected insulin flow block alarms noted during testing. Successfully downloaded history files and traces using thus. No confirmed no delivery alarms in the device downloaded history. Boluses were given out at these time on the event date of (B)(6) 2021: 9.8u bolus at 10:44 and 6u bolus at 11:53. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. Motor was taken to the test bench where it rewound with no errors or alarms noted. Force sensor zero offset within specification (22.1 mv). The following were noted during visual inspection: pillowing keypad overlay, minorly scratched lcd window, scratched case, and keypad overlay texture damage. In summary, insulin pump passed required testing, thus no confirmed device issues. Customer alleged for possible under delivery anomaly was not confirmed with a motor motion alarm. Unable to confirm alleged high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible under delivery anomaly caused high bg's found on 09/03/2021. Device passed the self-test, displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and occlusion test. No unexpected insulin flow block alarms noted during testing. Successfully downloaded history files and traces using thus. No confirmed no delivery alarms in the pump downloaded history. Boluses were given out at these time on the event date of 09/03/2021: 9.8u bolus at 10:44 and 6u bolus at 11:53. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. Motor was taken to the test bench where it rewound with no errors or alarms noted. Force sensor zero offset within specification (22.1 mv). The following were noted during visual inspection: pillowing keypad overlay, minorly scratched lcd window, scratched case, and keypad overlay texture damage. In summary, insulin pump passed required testing, thus no confirmed device issues. Customer alleged for possible under delivery anomaly was not confirmed with a motor motion alarm. Unable to confirm alleged high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.